Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix in an extended position. Visual inspection found dried blood/tissue around the helix. Mechanical testing was unable to be performed due the dried blood/body fluid in the tip area prohibited helix function. Subsequent electrical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the cause of the reported dislodgment.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged a few hours after it was first implanted. As result, the patient underwent a surgical procedure wherein the lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.